Event description:
The pt contacted animas alleging that the pump was slow to responding to pressing of the up and down arrow buttons. The pt also claimed that the keypad was accidentally torn away from the pump and the device was banged against a counter. The pt denied that the device was exposed to water.

Manufacturer narrative:
The pump has been returned for animas for eval. Eval revealed that the pump was intermittently responding to ok and down arrow presses. The keypad was torn over the ok button and the battery compartment was cracked.